Manufacturer narrative:
The three additional proglide devices are filed under separate medwatch report numbers. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.. Reportedly, a femoral angiogram was not performed. It should be noted that the deployment sequence in the perclose proglide instructions for use (IFU), states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the reported violation of the IFU contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that puncture closures of the right and left common femoral veins were attempted using four proglide devices, one at each of four access sites, via 8f or 11f sheaths after an electrophysiology ablation procedure. Imaging of the access sites to verify the location of the puncture sites was not performed. Reportedly, all four proglide devices had no suture present when the proglide plunger was removed. Manual compression was used at all four access sites to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.